Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was unable to charge the pump using the tandem-provided usb charging cable. There was no adverse impact to customer's blood glucose level. Reportedly, the customer was able to successfully charge the pump using the new tandem provided usb cable.